Event description:
A caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support, which provided information on performing a pump reset and guided the caller through the process. After the reset, the pump no longer displayed the error code, and the caller successfully started their sensor session.